Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), removal difficulties occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal first obtuse marginal. The physician had difficulty crossing the lesion with several non-bsc guide wires and finally a different non bsc guide wire crossed the lesion. The 2.0 x15mm emerge balloon was advanced to the lesion and inflated to 4 atm for 31 seconds. After deflation, the balloon catheter was unable to be removed from the location where it was inflated. Eventually, the catheter and the guide wire were removed together from the patient. The physician re-advanced another non bsc guide wire and a 1.5 x 15mm non bsc balloon catheter across the lesion. After 6 inflations, the physician determined that the vessel was too small to stent and decided at that time to end the case. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).